Manufacturer narrative:
The ge service representative conducted an onsite investigation. The software was installed and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a file corrupt error message during a case. No patient injury was reported.